Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an access system kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with a 33mm watchman ® laa closure device & delivery system (wds) were selected. While inserting the wds, the was kinked outside of the patient which caused the wds to also kink. The wds was removed. The was pulled back, straightened out and held at an angle while a new wds was inserted and advanced without issue. The device was deployed successfully. No patient complications were reported and the patient's status is fine.